Event description:
Shunt replaced on 5/30/96. On 5/31/96 pt had symptoms of decreased arousability, groans, inappropriate verbalizations, rudimentary withdrawal to deep pain. Placed on ventilator, CT done, pupils at 3mm and fixed. Emergency surgery performed to remove defective shunt and implant new shunt. Possible leak. Prognosis - at risk for cognitive motor sequelae. Improving neurologically but not at pre-episode baseline. Possible right facial weakness. Decreased upward gaze.